Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia and bradycardia below the implantable pulse generator (ipg) lower rate. It was further reported that the right atrial (ra) lead exhibited oversensing, low p waves and far field r-wave (ffrw) oversensing. The right ventricular (rv) lead also exhibited oversensing and possible t wave oversensing that could decrease pacing rate. The ipg system remains in use. No further patient complications have been reported as a result of this event.